Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted into a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the patient had complications after the stent graft was implanted. It was reported that the patient expired 4 weeks post stent graft implant of an unknown cause. No further information is available.